Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca had no insulin flow. The following information was provided by the initial reporter: material no. 320555, batch no. Unknown. It was reported that there was no insulin flow.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca had no insulin flow. The following information was provided by the initial reporter: material no. 320555 batch no. Unknown. It was reported that there was no insulin flow.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.